Event description:
It was reported that the programmer would boot up but would not interrogate implantable heart devices, after the model identification screen. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that the programmer would boot up but would not interrogate implantable heart devices, after the model identification screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was able to boot up but would not int errogate devices. It was able to interrogate with a known good programmer head and passed all console and systems tests. Analysis did find a broken keyboard hinge which was replaced as well as a keyboard installed. Product ID: 2067 radiofrequency; programmer head: product ID: 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 2067 radiofrequency programmer head. (B)(4).